Manufacturer narrative:
Complaint confirmed, the tip of the device broke off, and one leg of the device tip broke off. The most likely causes include prying and/or leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex fibertak ar-3600-1 was used for a shoulder stabilization. The tip of the device broke off inside the anchor. The anchor was still correctly inserted and fixed. The surgeon thought he had completely removed the broken tip. After the surgery it was found that the tip broke into two parts and only one part of it was removed. For this reason the patient had to be re-surgeried one day later on the (B)(6) 2019. The second part of the broken off tip was successfully removed with the help of the radiograph. Nothing remains in the patient.